Manufacturer narrative:
The initial report had the incorrect information related to hospitalization. The correct information has been provided in section describe event or problem with this report. (B)(4).

Event description:
It was reported that the customer did not go to the hospital.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on and unknown date with blood glucose in the 600 mg/dl and 40 mg/dl. Customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.